Event description:
It was reported by the affiliate that during a breast biopsy, the touch screen malfunctioned. Changed to another control module to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Evaluation summary: the issue reported by the customer was verified. The interface board was replaced to correct the issue. The unit was serviced and passed all qa functional testing. Complaint info is trended on a regular basis to determine if further investigation is warranted.